Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: the ocs2 monitor was not returned to integra for failure analysis investigation. The customer complaint review did not identify an adverse trend. No further review was deemed necessary, future incidents of this nature will be monitored and documented for recurrence and trending purposes. The ocs2 DHR was requested from the manufacturing facility integra billerica appendix 1. The DHR was reviewed for ocs2 ojeman cortical stimulator serial number (B)(4). Date of manufacture: (B)(6) 2008. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the ocs2 been released. Rate of occurrence: during the time period ¿(B)(6) 2015¿, the global product usage for ocs2 ojeman cortical stimulator was calculated as 3,654 usages, using the total quantity of ocs stimulator probes to calculate the quantity of usages. The quantity of complaints (1) over the review period with the key word identified in the complaint review can therefore be calculated as 0.027% (1/3654). Root cause could not be determined since the product was not returned for evaluation.

Event description:
It was reported that the output was low. There was no patient contact, injury or delay in surgery. There was no patient prepped for surgery. Additional information has been requested.